Event description:
It was reported that the pump displayed an unspecified alarm and subsequently, the display screen went blank.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. During investigation, the pump booted with audible sound when the battery was inserted; the display remained blank. The pump progressed to a sweep vibration alarm with a "call service sleep error message" displayed that could not be cleared due to a software corruption.